Event description:
Reportable based upon additional information received on 06/15/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Further follow-up indicated, that the 85% stenosed lesion being treated was located in the tortuous left main (lm) to proximal left anterior descending (lad) artery. Flushing maintained during procedure and ivus was used. The physician attempted to place a 2.75x32mm taxus liberte stent several times, but was unable to cross the lesion. The stent dislodged inside the patient. The stent was found in the femoral artery and was retrieved with a snare. This procedure was completed with 2.75x28 promus stent. Patient status reported as "stable".